Event description:
It was reported that the t-handle is cracked. 36 head trial is worn and has deep gouges in it. Liner trial's metal tip has worn threads and it will no longer screw into the cup or cup trial. None of these happened during surgery.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.